Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart after a battery change. The customer's blood glucose reading was unknown. The customer was advised to remove the battery and insert another new battery. The unexpected restart alarm did not reoccur. The customer needed no further assistance, and the insulin pump is not expected to be returned.